Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle pulled out of hub for lot #7324826 item #305109. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd precisionglide¿ needle broke at the hub. This was discovered during use. The following information was provided by the initial reporter: material no. 305109, batch no. 7324826. It was reported the needle broke at the hub. Product: enbrel lyophilized vial kit. (B)(4). Cause code: needle damaged/defective. Summary of complaint description: the patient reported that the needle broke at the hub during attachment to the luer connector of the diluent syringe. Event date: unknown.